Event description:
It was reported that ongoing, intermittent occlusions occurred. The customer's blood glucose level was 505 mg/dl on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction injection via multiple daily injections without needing third-party assistance. Customer changed cartridge and infusion set to address the issue. The customer continued to use the pump for insulin therapy.